Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI powerport isp via medial lateral approach. During the procedure, the port allegedly had no blood return, but it infuses without complications. The catheter did not allow the infusion of liquid in the initial test (saline solution) and there was no evidence of return, so the process of verifying its condition began and it was found to be poorly positioned. It was necessary to take a chest x-ray to verify the position of the catheter and then take it to surgery to remove it. Reportedly, device removed from the patient, other surgical intervention. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and three x-ray images were provided for review. Third x-ray image depicts the image obtained immediately post-implantation: this shows the device in a functional position with the catheter tip in the superior vena cava. X-ray images # 1 and 2 are identical; the device appears to have been substantially withdrawn such that the catheter tip is now in the subclavian vein. The photo shows the label that contains product details. Therefore, the investigation "is" inconclusive for the reported infusion and suction issues as the photo and image evidences provided are not sufficient to confirm the reported events. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI powerport isp via medial lateral approach. During the procedure, the port allegedly had no blood return, but it infuses without complications. The catheter did not allow the infusion of liquid in the initial test (saline solution) and there was no evidence of return, so the process of verifying its condition began and it was found to be poorly positioned. It was necessary to take a chest x-ray to verify the position of the catheter and then take it to surgery to remove it. Reportedly, device removed from the patient, other surgical intervention. The current status of the patient was unknown.